Event description:
It was reported "cannot pull up the humidity adjustment display or adjust the humidity". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning in real time. When an attempt was made to adjust the humidity gradient, the buttons did not illuminate or function. The unit was opened and it was found that the main wire harness was discolored at one input where it connects to the power/supply pcb. No other defects or anomalies were observed with the wire harness or unit. Based on the discoloration/defect found with the wire harness, this is likely what caused the observed failure. The complaint has been confirmed. The investigation revealed a defective wire harness. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. The wire harness or power supply board may have encountered higher stresses than normal causing the harness to fail before its intended use life. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73d210003n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "cannot pull up the humidity adjustment display or adjust the humidity". No patient involvement reported.